Manufacturer narrative:
A2: age at time of event: 8 decades. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient had experienced peritonitis before; however, the event reoccurred after discontinuing antimicrobial treatment. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. It was unknown if the patient was treated for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.